Event description:
Reporter stated that pt's blood glucose measured approx 300 mg/dl (exact value not provided), around noon, on the suspect device. Based on this value, pt was given 6u of regular insulin during lunch. Reporter indicated that, 5 hours later, pt started slurring his words, sweating, and subsequently experienced a seizure. Reporter tested pt's blood glucose, using the suspect device, and reportedly obtained a result of 145 mg/dl. Based on pt's symptoms, reporter treated pt with a glass of milk and food, after which he reportedly recoverd. Reporter noted that no additional testing was performed with the suspect device. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.